Manufacturer narrative:
Concomitant medical products: product ID: 97745, lot# none, serial# (B)(4). Implanted: none. Explanted: none. Product type: programmer patient. Product ID: 97755, lot# none. Serial# (B)(4). Implanted: none. Explanted: none. Product type: recharger. Product ID: 97745bp, lot# none, serial# (B)(4). Implanted: none. Explanted: none. Product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that when the patient tries to charge her implant, the controller battery is dying and she gets the message: 'batteries empty, replace the controller batteries." They said she has to remove and reinstall the battery pack and then can continue charging but she has been having trouble, it takes a long time and she has to charge twice a day. There was no damage to the controller battery compartment, they were successful to start a charge during the call with the controller showing 90 percent charged the implant was 90 percent charged, however they continued complaining about her reoccurring charging difficulty. An extra battery pack was sent out. No symptoms were reported. Additional information was received from the patient on (B)(6) 2020. It was reported that they received the replacement batter pack but was still having charging issues. The patient stated that the controller still showed a ¿replace batteries¿ screen. During the call, the patient used their equipment and the controller showed a ¿battery low, charge implant¿ screen. When the patient started charging their implantable neurostimulator (ins), they got a ¿recharging needs attention¿ screen. The patient also reported that it was taking too long to charge their ins. The patient mentioned that they would charge laying down because when they would sit it wouldn¿t keep the recharger in the right place. It was noted that the patient would charge their ins for at least an hour, twice a day. The patient inspected their equipment during the call and didn¿t notice any damage but mentioned that the recharger cord wouldn¿t go into the controller port easily. The patient stated that the power cord would go in fine but the recharger wouldn¿t. The repair department was contacted and a replacement recharger was requested. No further complications were reported or anticipated. Additional information was reported. They stated that a new battery pack was sent to resolve their issue. It resolved the error screens momentarily. They needed a new controller, which was sent. They said things seemed fine now. They provided the new controller's serial number. Additional information was reported. They stated that they received a new controller. They still must charge twice a day. The replacement recharger resolved their issue of having error screens.